Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mk2824, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? On what tissue was the suture used? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). How was the ¿sulbenicillin sodium¿ administered (oral, IV)? The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Product return status.

Event description:
It was reported that a patient underwent an open reduction and internal fixation procedure on unknown date in (B)(6) 2019 and suture was used. The patient experienced erythema and inflammation on the third day post op. The patient was treated with sulbenicillin sodium. The patient condition changed for the better. Additional information has been requested.